Event description:
It was reported that prior to the implant procedure, the physician tested the helix of the lead, and had difficulty in advancing and retracting the helix. The physician attempted to test another lead, but had similar problems. The leads were not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. The helix was distorted (pulled/stretched), and the lead appeared to have been damaged at implant. (B)(4).